Event description:
A report was received that alleges that the pilot balloon of the tracheostomy tube was become hardened and sticky after several weeks in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.